Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint the left blade is missing from the instrument. The blade fractured at the cross section of the grip cable crimp and half of the cable crimp is exposed. The fracture plane of the blade is nearly alright. No other damage was found.

Event description:
It was reported that during a da vinci s procedure, the tip of the monopolar curved scissors instrument broke and fell into the pt. The broken piece was retrieved and the planned surgical procedure was successfully completed. There was no pt harm, adverse outcome or injury reported.